Event description:
On (B)(6) 2010, a respiratory therapist reported inomax (B)(4) had readings there were fluctuating between 14 and 24 parts per million (ppm) of inhaled nitric oxide, while on a pt. The respiratory therapist did a low and high calibration without effect. (B)(6) support informed the respiratory therapist to remove the sample line from the front of the device and sample room air. The nitric oxide (no) readings range between minus 5 to 20 ppm. The device was switched out, and the respiratory therapist stated there was no impact to the pt. While performing additional troubleshooting of the device after it was switched out, it was also found that the injector tubing outlet port makes a high pitched whistling noise, which was louder at higher dose settings. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported inomax (B)(4) had readings that were fluctuating between 14 and 24 parts per million of inhaled nitric oxide. After it had been switched out, while performing additional troubleshooting of the device, it was also found that the injector tubing outlet port makes a high pitched whistling noise, which was louder at higher does settings. The device is pending investigation. A supplemental report will be submitted within 30 days of completion of investigation.